Event description:
A (B)(6) male pt called zoll customer support to report that his electrode belt would not stay connected to his monitor. The pt received an ICD and did not require a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (won't connect to monitor) was confirmed. Upon investigation the trunk cable connector locking nut was missing, which prevented the electrode belt from securely connecting to a monitor. The root cause for the broken locking nut could not be positively identified but was likely excessive force. No adverse event resulted from the broken locking nut. The pt did not require a replacement electrode belt.